Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise and t-waves via reduced intrinsic amplitudes. The patient was laying down at the time of the shock. The shock occurred while the device was programmed to the primary sensing vector. Technical services reviewed the electrograms and advised to try the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.